Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 1 patient tested for elecsys pth immunoassay (pth) on a cobas 8000 e 602 module. The initial pth result from the e602 module was 27.4 pmol/l. This result was not reported outside of the laboratory. A second sample was obtained and the result from the e602 module was 25.1 pmol/l. It is not known if this result was reported outside of the laboratory. The high results did not fit the clinical picture for the patient so the second sample was sent to an external laboratory where the pth result from the diasorin method was 3.5 pmol/l. There was no allegation that an adverse event occurred. The e602 module serial number was not provided.

Manufacturer narrative:
A sample from the patient was submitted for investigation. The customer's high pth result was reproduced during the preliminary investigation. The sample will be investigated further.

Manufacturer narrative:
A specific root cause was not identified. Further investigation of the sample showed elevated pth results compared to the diasorin results in the initial complaint, but the results were approximately 50% lower than the pth results from the preliminary investigation. This could be due to multiple freezing/thawing cycles and time periods at room temperature which could have led to analyte degradation. In the presence of a blocking agent for human anti-mouse antibody interference, the sample was not affected. The elevated pth results received during further investigation were not caused by an interference, however, no additional investigations are possible due to limited sample volume. Further clarification of the discrepant results is not possible with the available methods.